Event description:
Patient reported left side capsular contracture baker grade 3, concern regarding health and well-being, autoimmune symptoms, rupture, pain, discomfort, and silicone in the left axilla. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade 3 and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product concern and swollen lymph nodes.

Event description:
Patient reported " medical issues. Patient noted product concern, and enlarged left axillary lymph nodes. Events describe left side. The device remains implanted.